Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the integrated electro surgical unit (iesu) involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported complaint. The iesu was placed on an in-house system and was run in normal mode. The iesu displayed error c-34.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) replaced the integrated electro surgical unit (iesu) to resolve the issue. The system was tested and was ready for use. Intuitive surgical, inc. (Isi) has not received the iesu for evaluation. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the integrated electro surgical unit (iesu) reflected error m11, c34, and c00. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) contacted the customer and obtained the following information: the customer switch immediately to covidien valleylab force triad generator to complete the procedure without any delays.